Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be duplicated. The cause of the issue was found to be a damaged remote dose connector. Additionally, a damaged/detached dso seal was found. The remote dose connector was replaced as well as the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connector was broken. There is no more information provided. It is unknown if there was patient involvement.